Event description:
Technician states that the bed alarms about every five seconds. None of the leds are lit on the caregiver side of the lh head siderail but the bed exit led on the patient side flashes. The ppm scale board looks corroded.

Manufacturer narrative:
Account stated the ppm/scale board was replaced to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.